Event description:
Info received that the head hi/lo would drift down overnight. No injury reported.

Manufacturer narrative:
Tech found the head hi-lo would drift down over night. Replaced the hi-lo head up valve to resolve this issue.